Event description:
--

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal section of lead was returned, which measured 20.5 cm from the terminal pin. The suture sleeve remained tied down on the lead body at 18 cm from the terminal pin and both the anode and cathode coils were flattened and fractured at the distal end of the returned section. Analysis confirmed the field allegation as a fracture in coils was evident. It was concluded that the location and type of damage was most likely due to clavicle first rib crush.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that during the device interrogation it was discovered that the right ventricular (rv) lead exhibited loss of capture at maximum outputs, greater than 2500 ohms impedance measurement in both bipolar and unipolar pacing modes and loss of sensing. The x-ray revealed a clear diagnosis of subclavian crush. It was noted that the patient had not been seen for a device follow-up visit in one year. Two days later, the lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.